Manufacturer narrative:
Device evaluated by MFR.: promus elite 16x3.00mm stent delivery system (sds), catheter was returned for analysis. Partial device returned device detached at the site of the port exchange stent profile not returned. A visual and tactile examination of the hypotube identified a break at 106.5cm distal to the distal end of the strain relief. No other issues were identified during analysis.

Event description:
It was reported that the shaft break and removal difficulties occurred. The target lesion was located in the left anterior descending (lad) artery. A 16 x 3.00 promus elite stent balloon was advanced for treatment. After attempting to deploy the stent, the balloon malfunctioned, and the deployment balloon became stuck in the left main artery. The balloon catheter was pulled and fractured from the tip with a 15mm segment stuck in the coronary. The fractured segment of the promus elite was removed safely from the patient. The procedure was completed. There were no patient complications nor injuries reported.

Event description:
It was reported that the shaft break and removal difficulties occurred. The target lesion was located in the left anterior descending (lad) artery. A 16 x 3.00 promus elite stent balloon was advanced for treatment. After attempting to deploy the stent, the balloon malfunctioned, and the deployment balloon became stuck in the left main artery. The balloon catheter was pulled and fractured from the tip with a 15mm segment stuck in the coronary. The fractured segment of the promus elite was removed safely from the patient. The procedure was completed. There were no patient complications nor injuries reported.